Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
(B)(4) neurotoxicity. Medication treatment. Additional surgery, procedures. Metastatic leiomyosarcoma cancer occurred. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states: caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparotomy and abdominal myomectomy to remove uterine fibroids on (B)(6) 2012. On (B)(6) 2012 the patient underwent a CT scan that revealed several round enhancing myometrial masses, and leiomyosarcoma. The patient underwent a laparoscopic hysterectomy on (B)(6) 2012 and a morcellator was utilized for tissue removal. The patient underwent chemotherapy treatment on (B)(6) 2012. On (B)(6) 2013 the patient had a CT scan which revealed leiomyosarcoma. The patient began chemo infusions on (B)(6) 2013, which were discontinued on (B)(6) 2013, due to neurotoxicity. On (B)(6) 2014 the patient had a pelvic tumor excision and bso. The patient was diagnosed with having metastatic leiomyosarcoma. On (B)(6) 2014 the patient died. No additional information was provided.